Event description:
The customer reported via phone call that she had dropped the insulin pump in the pool and water got into the pump. Customer stated that there is fluid under the lcd display and there are cracks around the battery cap. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Act and esc buttons did not respond due to moisture damage on keypad traces. The insulin pump was received with a minor scratched display window, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube.